Manufacturer narrative:
Additional information provided in the device was received by baxter. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed that the device has not been serviced in the past. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed with the naked eye, with no physical damage noted. The evaluation included functional testing of the device and simulated therapy. The device passed functional testing. A short-simulated therapy was successfully performed. The homechoice interactive test tool was performed without problems. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the a homechoice recorded 200ml less solution than was actually drained from a patient during peritoneal dialysis therapy. The patient drained the properly quantity but the device did not show this quantity. The uf values are different that the drained values. There was no patient injury or medical intervention associated with this event. No additional information is available.